Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced pain at with ipg site with stimulation on and off. It was also reported the patient had a bruise at the ipg site. Follow-up indicated the patient underwent surgical intervention on (B)(6) 2013 and the ipg was repositioned.